Event description:
Pen needle is not fitting on insulin pen correctly. End-user believes pen needles are not as sharp compared to bd, is having difficulty getting the pen needle onto the insulin pen, having difficulty removing the cap, and having difficulty putting the cap back on the pen needle.

Manufacturer narrative:
Device was not returned for testing. Production cannot be attached because the end-user did not provide a lot # during the intake of the call.

Event description:
Pen needle is not fitting on insulin pen correctly. End-user believes pen needles are not as sharp compared to bd, is having difficulty getting the pen needle onto the insulin pen, having difficulty removing the cap, and having difficulty putting the cap back on the pen needle.